Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between may 6, 2025 ¿ may 7, 2025. H11: the device was received for evaluation. A visual inspection was performed, and a detached tube from the two-piece luer was observed. The reported condition was verified as separation of components. The cause was determined to be due to improper automatic assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an one-link non-dehp standard bore catheter extension set was severed and broke at the connection site. The line was pre primed with ringers lactate solution before connection to patient. The set was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.